Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The affected device was requested back to the manufacturer site for investigation. The reported error could be reproduced. Results revealed a defective flat cable to the encoder board being the root cause of the issue. The replacement of the cable and associated encoder board solved the problem.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) was giving an error code associated to an encoder fault during setup. There was no patient involvement.